Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how much blood was loss (ml)? 100ml. Did the patient receive a blood transfusion? No. Photos: attached 2 photos, illustrating the hole where there was not any staples formed. Based on the photographic evidence the belief is that the complication is the result of deck deflection. The complication was the result of the tissue and buttressing material being beyond the staple cartridges gap specification and the ple60a devices ability to bring the captured mass into thickness compliance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, first firing using a black cartridge with gore® seamguard® the tissue was very thick and the device was making a weird sound; struggling to complete the firing sequence. The firing sequence was completed and everything was fine. With the second firing using a green load and gore® seamguard® firing on thick tissue on the patient side all three rows formed. On the specimen side, the staples formed for the first 15mm and for the last 45mm the staples did not deploy and the device fully cut. On the specimen side there was a huge hole and bleeding. The endostitch was used to place a few stitches. The jaws of the device opened fine, but it was difficult to remove the cartridge. It looked like the reload deflected, bent down and to the right. A second device was opened and the case was completed with no patient consequences. A leak test was done and there was no leak. They mobilize the short gastric as they go.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row partially fired 1/2 and the two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.